Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported the patient's ipg would not communicate with external devices. As a result, surgery occurred during which the ipg was explanted and replaced to address the issue.